Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1, h4, and h11. Section e- all accurate information has been provided within the initial MFR 2016493-2024-00622 for the required fields. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 27-sep-2022 to 26-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that latch sensor was loose, causing drawer failure. Field service engineer reseated latch sensors for drawers to resolve. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a pyxis anesthesia es system matrix pockets in the same drawer 2.2 failed multiple times during a procedure. The customer stated that there was no delay or harm to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the latch sensor was loose, causing the half height matrix drawer 2-2 failure. A field service engineer reseated latch sensors for drawers 2-1 and 2-2 to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system matrix pockets in the same drawer 2.2 failed multiple times during a procedure. The customer stated that there was no delay or harm to patient. There were no adverse events or injuries reported based on this event.